Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-31312 - device 2 of 4

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set tubing detached from hub events on 09-sept-2024, 12-sept-2024, 24-sept-20242, and 26-sept-2024. Patient reported high blood glucose during the event 310 mg/dl and patient took correction bolus via pump to address the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.